Event description:
Reporter stated the check button on the infusion device works intermittently. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The problem mentioned by the customer could not be reproduced. All buttons were tested successfully.

Manufacturer narrative:
The event occurred in (B)(6).